Event description:
Clinicals were received at manufacturer that reported a vns patient feels the device has not helped her that much and lately the stimulation sometimes becomes painful and she feels discomfort around the neck and chest. The battery also creates discomfort for her. The patient's vns battery has reported to have migrated. The cause of the patient's migration is unknown. She would like to have the stimulator removed. No surgery has been scheduled at this time as the patient is pending funding from insurance to cover the cost of the surgery.